Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) found that multiple devices appearing offline in bomgar by connecting to the server and reviewing device communication status. The review confirmed that the devices were current and communicating normally on the server, with offline timestamps varying by device. The customer was contacted and confirmed that the devices previously shown as offline were being physically moved and are now online. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, devices were not communicating. Updated medication orders and newly admitted patients did not populate or display on the stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.